Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support.